Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the patient was at home and experienced "red heart" alarms with high tones. The patient was reportedly presented to the hospital by emergency medical services (ems) with no blood pressure, frothy sputum, pump off and wires bent. A new system controller was connected to the system but the pump did not restart. The patient's condition was worsening upon arrival in the cardiothoracic intensive care unit (cticu) and the dosage of milrinone was increased but a wide complex tachycardia (wca) ensued that had to be controlled with amiodarone, at which point the patient decompensated. Cardiopulmonary resuscitation (CPR) was started on the patient with intubation and line insertion in progress. The patient was also administered of midazolam due to seizures during these procedures. Once circulation and oxygenation were restored, the patient was taken to the operating room (or) and underwent a pump exchange and ECMO decannulation.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support with no further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility reports #s (B)(4) were received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.